Event description:
It was reported that the cassette was leaking during use on the home choice (hc). The registered nurse (rn) indicated that the leak occurred in the tubing during therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.